Event description:
The customer reported to vyaire medical that the 3100a ventilator mean airway pressure (map) started to fluctuate while on patient use. Furthermore, the patient was transferred to another ventilator but there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite, opened the unit and discovered that the map meter was broken. The orange wire into the meter was detached and the solder joint was broken. The fsr replaced the mean pressure. 2k was performed and ddi (dynamic displacement indicator) board was calibrated. The unit passed the circuit and performance tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.